Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated patient had knee replacement surgery 3 weeks ago and patient turned her stimulator off. The patient turned her stimulation back on after the procedure and was complaining about pain at the ins site since she turned stim back on 2019 (caller stated 3 weeks ago). Caller stated patient has tried to decrease the stimulation but that did not resolve the pain at the ins site. Turning stimulation off stopped the pain. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter who noted the patient has an appointment to be scheduled for evaluation. On september 03, family member called back saying the patient experienced a very strong shock after the device was turned back on so it was turned off right away. During the call, the call center had the caller decrease stimulation to 0.0v and then increase. No further patient complications have been reported as a result of this event.